Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced a non-recoverable error on arm 2. The customer performed a system restart, with no change. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and found several errors pointing to an arm 2 communication problem. The tse walked the caller through a hard power cycle of the patient side cart (psc), with no change. The customer elected to disable arm 2 and continued as a 3-arm procedure to complete the case. There were no reports of patient injury. Isi has followed up with the customer to obtain additional information. The system powered on just fine and didn¿t fault until docking. They were able to proceed without arm 2 and finish the case.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis. The error was confirmed through remote review of the site's logs, but not replicated. The usm was tested on an in-house system and it passed normal mode. The usm was tested on the patient side cart (psc) fixture test platform (pftp) and passed all required testing. Per the investigation, the reported 307 error was pointing towards an issue with the set up joint (suj) and not the usm.

Event description:
Refer to h10/h11 for follow-up information.